Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/18/2024, it was reported by a sales representative via (B)(4) that an ar-13120g-2 depth guide mini tip broke off. This occurred during a distal radius fracture when the surgeon was placing his distal row of screws with 2.4 variable locking screws. After drilling for the 3rd distal screw, the gold drill sleeve was removed, and the surgeon inserted the depth gauge for the 2.4 screws (ar-13120g-2) into the plate and through the drill hole. The surgeon then tried to get a measurement, and the tip of the depth gauge broke off into the patient. The broken fragments was retrieved from the patient. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-13120g-2 depth guide mini was received for evaluation. Upon visual inspection, it was noted that the instrument needle was broken off and bent at the proximal end. No functional test was performed for the instrument due to the damage. The most likely cause is misuse due to user error of using excessive force to pry and leverage the device.